Event description:
Additional information was received that the rv lead was explanted due to continued high threshold measurements. It was noted that the patient had an underlying rhythm and no additional concerns over impedance measurements have been reported. No additional adverse patient effects were reported. The device remains implanted in the patient.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead impedance increased from 1000 to 1602 ohms. It was noted all other measurements were within range. An echocardiogram was performed, but did not reveal any significant findings. The patient was discharged and asked to follow-up in two weeks. Additional information was received that at a device check, one month later the rv lead threshold measurement had increased. The field representative noted that no boston scientific employee was present at that device interrogation. However, four months later the field representative performed an interrogation and observed a continued increase in the rv lead's threshold measurement. It was noted that the impedance measurement had stabilized to between 700 and 850 ohms and the lead exhibited good sensing. The output was increased and the patient was asked to follow-up in one month to re-evaluate the integrity of the lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.